Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) who was implanted with a neurostimulator with chronic pain as part of their medical history. It was reported that the patient fell and hit his implantable neurostimulator (ins) against a piece of furniture and had been experiencing a shocking sensation in the ins pocket site. There were no factors that might have led or contributed to the issue. For troubleshooting, the rep interrogated the device and ran impedances which showed all values were within range. At the time of the report, the issue was not resolved. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-09-06 additional information was received from the manufacturer representative (rep) reporting that the reprogramming that was performed on (B)(6) 2018, had resolved the issues of the shocking sensation at the pocket site. No additional patient symptoms, or additional device complications were reported for this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date month and year valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had a fall right after the implant, probably 2 days after implant. They had a second fall about 5 days after the implant. The falls occurred when their legs just gave out and when the stimulator caused the falls. The patient stated that it seemed to have some corresponding debilitating issue, even though it helped their pain. Additional information was received and it was reported that the patient fell, on (B)(6) 2018, and hit their ins against a piece of furniture. Since then, they had been experiencing a shocking sensation in the ins pocket. It was unknown if the issue had resolved. No further complications were reported or anticipated. The patient's medical history includes chronic pain.